Event description:
Consumer reported wearing product for 4 hours, and then area began to sweat and itch. Upon removal of product, area was red; later that evening, scab developed. After scab was no longer present, consumer used scar reducing ointment; area is reportedly mostly healed.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements of mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.